Event description:
Patient reported being hospitalized 4 times between (B)(6) for kidney issues. Gattex dose changes and nephrologist is happy with labs. Patient also reported that cap sometimes gets stuck on injection needle and patient has trouble getting it off.

Manufacturer narrative:
Sample not obtainable, patient contact information not provided to the manufacturer. No lot number is provided so no investigation can be performed. This complaint cannot be confirmed. B5: no information from reporter on hospitalization being linked to a device issue. If additional information received indicating a linkage, a supplemental report will be submitted.